Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manu report number 1627487-2019-11318, manu report number 1627487-2019-11320. It was reported that patient experienced ineffective stimulation. Surgical intervention may occur later to address the issue. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.